Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had low audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation and an interior visual inspection passed. The speaker was measured for resistance. The reported event of a low audio output was confirmed. The root cause was determined to be a defective speaker.